Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim x2 with control-iq guide: "do not deliver a bolus until you have reviewed the calculated bolus amount. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always chapter 2 important safety information 28 adjust the insulin units up or down before you decide to deliver your bolus.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 58 mg/dl. Reportedly, emergency services at the hospital administered glucose to address bg level. Customer left the emergency services at the hospital the same day with the issue resolved and no permanent damage. The customer inadvertently requested for 15 units of insulin to be delivered instead of 5 units of insulin. The customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.